Event description:
No upstream alarms noted when levo was not infusing, significant increased levo requirement over the course of the day, added vaso. Aline inserted. Volume in bag did not match what the pump was saying for how much was left. Found crimp in line when switching concentration. Pump sequestered by rn. Clinical engineering interrogated the pump. They found there were 8 upstream occlusion alarms in the two days prior, but the pump tubing was not reloaded so it did not alarm again.